Event description:
Acanthamoeba keratitis diagnosed. Complete moistureplus multi purpose solution manufactured by advanced medical optics. One month in 2006. Route: intraocular. Dates of use: one week in 2006. Diagnosis or reason for use: lens solution.